Event description:
According to the reporter, during laparoscopic bariatric procedure, the screen of the handle stuck, as if it was still stapling and did not give the option to open the stapler. The user disconnected from the rod, reset the handle and connected again still it did not work. The doctor tried with the manual key and it did not open, the user put another shell in the handle and when restarted it automatically opened the load. A manual stapler was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell, lot# n3b0062y sigpshell - sig power sigpshell control shell, lot# n3f0157y sigphandle - sig power sigphandle handle, serial# (B)(6) egia45avm - egia45avm egia 45 artic vasc med sulu, lot# p2g0158 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.